Manufacturer narrative:
Date of event: exact date unknown, event occurred three weeks after implant date. Explant date: three weeks after implant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 2000016361.

Event description:
It was reported that the patient underwent an explant procedure due to complications. No further information could be obtained despite good faith efforts.